Event description:
It was reported that a spectrum pump experienced sys error 105. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The evaluation was not able to reproduce the reported symptom, but did confirm system error 105 through the review of the event history log. The length of the motor tail flex was found out of specification. The motor was replaced. Sys error 105 will occur when the pump experiences a motor failure.